Event description:
Device malfunction: difficult to remove, vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: enlarged vessel tract, oozing. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic cardiac angiogram. Reportedly, after deploying the clip the device was difficult to remove. The vessel locator button was throttled to release the vessel locator wings unsuccessfully. The vessel tract was widened enabling the device to be removed. The starclose clip achieved hemostasis. Oozing was noted; therefore, manual compression was applied prophylactically for 10 minutes. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.